Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device has a fast-draining battery. The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and reader was observed to be damaged due to use related issue ¿ burn marks were observed. Damage was observed on the screen casing. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned reader. A small crack was observed on the reader screen, and a melted reader casing was also observed. Data review is not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured, and results were not with the specific range. The returned battery was observed to be charging. The returned reader was able to turn on while using the usb cable, button depression, and strip insertion. The reader was turned off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured to be within specific range for reader with an stm processor. A thermal inspection was conducted using a thermal camera and hotspots were not observed. A diagnostics test was performed using the readers¿ own software and passed successfully. The results of the off-current test and the diagnostics test showed that the returned reader was not drawing excess current and the reader itself did not detect any issues within its own system. The results of the functional testing showed that the returned reader was working as intended; therefore, the observed burn marks on the outer casing of the reader did not compromise functionality. It was likely that the burn marks were a result of external factors, and not the reader itself. It was determined that the current consumption test was within specification, the returned reader passed the built-in reader test, and the returned reader is functioning as intended; therefore, this issue is not confirmed to use due to external factors. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. The cable and adapter have been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device has a fast draining battery. The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.